Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 2 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer observed that full height drawer 1 on the main was failed and not recovered. Logged into hardware test application shown that the latch sensor was showing open when the drawer was closed. Then the fse removed the drawer and found the latch sensor was loose from the assembly. Reinstalled the latch sensor to resolve the issue. The drawer was recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a failed full height cubie drawer. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.